Event description:
During an abdominal hysterectomy procedure, the staples did not form properly and the instrument was difficult to remove the tissue. The surgeon applied suture to close the vaginal stump. No pt injury was reported.